Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report. Multiple patients were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. Possible models could include: 4068, 4558, 5068,5072, 5076, 5568, 5524, 5562, 5592, 4058, 4076, 5024 ,5092. Since no device ID was provided, it is unknown if this event has been previously reported. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: incidence and predictors of cardiac perforation after permanent pacemaker placement. Heart rhythm 2005;2:907-911.

Event description:
A journal article was reviewed which contained information regarding implantable tachy leads. Multiple patients were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. The article reports that patients experienced symptoms of chest pain, hypotension, and tamponade due to pericardial effusion and cardiac perforation. It was additionally reported that intervention was required including lead revision. The status of the leads is unknown. Further follow up did not yet yield any additional information. No patient complications have been reported as a result of this event.